Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 3.50x12mm synergy ii drug-eluting stent was the one that was deployed and got damaged by the pt2 wire and the promus premier stent was one that was unable to cross the lesion and not the other way around as what previously reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09122 it was reported that stent damage occurred. The target lesion was located in the proximal circumflex artery. A 3.50x12mm promus premier stent was attempted to be deployed but failed to cross the lesion. So, the physician did a series of consecutive balloon inflations using a 2.5 x 8 emerge balloon catheter. The 3.50x12mm synergy ii drug-eluting stent was advanced but also was unable to not cross the lesion. A pt2 wire was inserted for buddy wire support the previous non-bsc wire, the 3.50x12mm promus premier stent was then able to cross successfully and was deployed in the proximal circumflex artery. The obtuse marginal distal to the circumflex was ballooned. Post-deployment angiography of the artery was optimal, with a nice flow down the vessel. However, upon removing the two wires from the artery, the wires were caught up with the distal segment of the previously implanted stent. The pt2 wire was jailed against the wall of the artery while the non-bsc guide wire, which was the primary wire, was through the stent. Both wires were tangled together and lodged on to the previously implanted stent causing the stent to be foreshortened and compressed. The physician was able to remove the non-bsc wire and called for emergent surgery on the patient. Lastly, prior to the transport of the patient, the physician made one last attempt to remove the pt2 wire, but ended up separating the tip of the wire from its body. No patient complications were reported.